Event description:
It was reported that during the implant of this device and electrode the system did not convert a ventricular fibrillation (vf) arrhythmia at 65j, while a shock at 80j was effective. Visual inspection on x-ray showed fat under the electrode with a curve at the xiphoid process as well as movement of the electrode from the original implant position. The physician suspected that high medication dosage during implant was the reason for high defibrillation thresholds. A repositioning was planned. A repositioning took place and the electrode was repositioned and converted the induced vf at 65j. An additional inquiry regarding programming was needed as the alternate vector was not optimal, and the secondary and primary vector showed high amplitudes signals. Technical services (ts) noted that with the smartpass enabled the secondary vector appeared to be a good option for programming. No adverse patient effects were reported. The system remains implanted.